Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread and needle are separated easily. There was no patient injury. Additional information has not been provided.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch, three complaints received at the same time from the same country, of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 396 closed samples. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples analyzed has been performed and the units are tight. Needle attachment results conducted on the closed samples analyzed are 2.36 kgf in average and 1.73 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 1.53 kgf in average and 0.46 kgf in minimum (were checked with a total of 125 sutures, according to iso 2859/1 level I). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received comply the product specifications. Final conclusion: although the results of the closed samples received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.